Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).

Event description:
It was reported that the patient experienced a loss of therapy due high impedance. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored. It was observed that the lead was fractured.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection and the continuity testing showed some channels electrical open was found on the returned lead. The cause for the event remains unknown.